Event description:
A pt received a second skin test on 12-19-96, with negative results. On 2-6-97, the pt received her first treatment into acne scars at the cheeks. On 2/13/97, the pt noted redness and swelling at the treatment and skin test sites. A consulting physician prescribed oral atarax and ibuprofen (exact date unknown). On 3/4/97, the injecting physician diagnosed a hypersensitivity; no add'l medical or surgical intervention was prescribed or planned.